Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. However, pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance j6 or pcb 1. After disconnecting and reconnecting the internal battery connector on j6 or pcb 1, the pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received low battery alert and replaced battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now in less than 8 hours from a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.